Event description:
It was reported that after starting a new dexcom g7 sensor, the ilet displayed ¿dosing stops soon¿ with signal loss to the ilet, while glucose readings continued on the dexcom app; the user was guided to toggle g6/g7 settings, re-pair the sensor, complete warmup, and enter blood glucose manually, after which a high glucose was identified and a supply change was performed. Symptoms included hyperglycemia to 267 mg/dl. Outcomes included continued insulin delivery with subsequent correction dosing and a downward glucose trend without need for medical care. Investigation included remote troubleshooting, sensor re-pairing, verification of active insulin delivery, assessment of the infusion site for kinks, leaks, or air bubbles, and confirmation that corrections initiated after pairing. Investigation of this case revealed a communication issue between the cgm and the ilet that was resolved by re-pairing and completing warmup, with no infusion set or site anomalies identified. It was concluded, based on previously established findings for similar reports, that the cause was cgm-to-pump communication disruption leading to temporary dosing suspension until pairing completion and sensor warmup.